Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that the coating on the balance middle weight guide wire was balling up and becoming sticky. The coating did not seem like it should be. This was noted a little during device preparation and worsened during use. Resistance was met advancing the balloon on the guide wire until the balloon became stuck and was difficult to remove from the guide wire. The balloon and guide wire were removed together as a unit. There was no report of coating left in the patient. Another abbott guide wire was used to complete the procedure. There were no adverse patient effects. No additional information was provided.